Event description:
It was reported that the implantable neurostimulator (ins) was not working. The patient noted that the device had never worked. They had tried multiple programming sessions to address the patient¿s needs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).